Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). MFR date: correction. Manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with the device could not be conclusively established. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that when the patient came in for a generator change in implantable cardioverter-defibrillator on (B)(6) 2019, the patient was found to be anemic. The patient had not been on any blood thinners and received 2 units of packed red blood cells (prbcs). The patient received another unit of prbcs on (B)(6) 2019. No additional information was provided.